Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the software to the current revision. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, the top display on an 840 ventilator was erratic. The ventilator was not connected to a patient at the time the malfunction occurred.